Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Eri alert was confirmed via remote monitoring. Device is affected by fsca bio-lqc.device explanted. Product will not be returned.